Event description:
It was reported when using the bd vacutainer® sodium fluoride: na2 edta there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "when using, one of the tubes presented a defective vacuum, the 2ml it took only 1ml and was very slow. There was no impact to patient."

Manufacturer narrative:
H6: investigation summary: bd received 2 photos from the customer in support of this evaluation . The photos were visually evaluated with the first photo showing that the amount of liquid drawn into the tubes is below the fill line on the label, the second photo shows the shelf label. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Additionally, 10 production lot in-house retention samples were inspected with 0 visible defects and the customers indicated failure mode of underfill was not observed as all tubes were within specification limits. Sample was sent by the customer and inadvertently misplaced. The complaint will be reopened and investigation will be conducted once sample is located bd was able to confirm the customer¿s indicated failure mode because the photos do show the amount of blood is below the fill line; however, no samples were returned to be tested and the complaint could not be duplicated in the retention testing. The exact root cause for the underfilling of the tube could not be determined. The device history records were reviewed on both lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Manufacturer narrative:
Investigation summary: bd received 2 photos from the customer in support of this evaluation . The photos were visually evaluated with the first photo showing that the amount of liquid drawn into the tubes is below the fill line on the label, the second photo shows the shelf label. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. As no customer samples were received for evaluation, the investigation was limited. Additionally, 10 production lot in-house retention samples were inspected with 0 visible defects and the customers indicated failure mode of underfill was not observed as all tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode because the photos do show the amount of blood is below the fill line; however, no samples were returned to be tested and the complaint could not be duplicated in the retention testing. The exact root cause for the underfilling of the tube could not be determined. The device history records were reviewed on both lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® sodium fluoride: na2 edta there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "when using, one of the tubes presented a defective vacuum, the 2ml it took only 1ml and was very slow. There was no impact to patient."